Manufacturer narrative:
Concomitant product UDI for preconnect is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly with issues noted in the pump mechanism. During the surgical procedure, it was also discovered that the reservoir had migrated from its intended position. The physician suspected that the tubing was kinked, as the device functioned appropriately once tension was applied to the tubing. This confirmed that the pump itself was operating correctly. Despite this, the physician elected to replace the tenacio pump with an ms pump and also replaced the reservoir. No patient complications were reported.